Event description:
It was reported that an em 2400, main module had a damaged power cord. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.